Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2010 for both eyes (ou). The customer reported the pt had stage I diffuse lamellar keratitis (dlk). Topical steroids and a flap lift and rinse on (B)(6) 2010 were treatments used for the dlk. As of (B)(6) 2010, no add'l info has been reported, indicating the dlk has resolved. Post operative medication used: vigamox, omnipred.

Manufacturer narrative:
(B)(4) - performed normally. Eval results: intermittent failure occurred but not related to the event. Conclusion: intermittent failure occurred but not related to the event. Eval: on may 24, 2010, a field service engineer was dispatched to investigate the laser. During his visit on may 26, 2010, he reported he could not identify any problems relating to dlk. While servicing the laser, he found intermittent cold start mode locks which he was able to confirm did not occur during the incidents of dlk. He also reduced the bed energy by 0.1 uj because the doctor indicated the flaps were too easy to lift. On may 28, 2010, a clinical development manager (cdm) was also dispatched to investigate. She found that there were no changes in staff, technique, supplies, or drops. The staff members also mentioned they thoroughly cleaned the laser suite and requested the autoclaves to be checked. The cdm provided surgery support, adjusted energy settings, and indicated she could not determine the cause of dlk.